Event description:
It was reported that the patient received inappropriate shocks. Lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found outer insulation abraded at 15cm and 22cm from the connector pin. The ptfe insulation of the sensing cable was damaged, exposing the metal wires. The damage found is consistent with that produced by friction with the ICD can. The reported oversensing could occur when the exposed metal filars of the svc cables comes in contact with the ICD can and caused inappropriate shocks.